Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent total vaginal hysterectomy, colporrhaphy,cystoscopy and l salpingo-oophorectomy, perineorrhaphy due to suprapubic and pelvic relaxation, occult sui and uterine fibroids. It was reported that patient underwent laparoscopic sacrocolpopexy, lysis of adhesions, cysto and mesh revision for mesh erosion anterior vaginal wall on (B)(6) 2009. Reason for implantation ((B)(6) 2009): recurrent symptomatic pop concurrent procedure: sacrocolpexy, lysis of adhesions and cystoscopy. It was reported that patient underwent excision of anterior wall vaginal mesh, cystoscopy, and posterior colporrhaphy for quarter sized and pinpoint sized areas of mesh erosion on (B)(6) 2011. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation and recurrence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.